Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the device it was observed a crease on the anterior view. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7570800, and no non-conformances related to the reported complaint were identified. Manufacturing date: 2018-04-03. Sterilization expiration date: 2023-04-01. Reason for device explant and/or reoperation: capsular contracture, baker grade IV. Concomitant products: 350cc smooth round high profile mentor memorygel catalog: 3503254, lot: 7396558, sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old african american female who underwent primary breast augmentation with a 350cc smooth round high profile mentor memorygel breast implant experienced left-side capsular contracture, baker grade IV postoperatively. The capsular contracture was diagnosed by a physician. As a result, the patient underwent unilateral removal and replacement with a 375cc smooth round high profile mentor memorygel breast implant on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient was a part of the glow study ID 739-034. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Originally patient was seen by hcp who confirmed capsular contracture baker's grade IV upon examination. However, during explantation on (B)(6) 2019 it was confrimed patient had capsular contracture baker's grade iii.